Manufacturer narrative:
H3 other text : device not returned.

Event description:
Stryker received a report that a patient has experienced cartilage degeneration and is in a lot of pain. There is no documentation to confirm use of a stryker pain pump.